Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient came into the outpatient vad clinic with complaints of a brief rd heart alarm. The patient reported that she thought she was on battery at the time of the alarm. The system controller was exchanged with another system controller. The following day she came into the outpatient vad clinic and upon inspection of the data log, several pump stop alarms with speed well below her low speed set limit were confirmed. The log suggested that she was connected to the power module at the time of the events. Review of the internal x-ray appeared unremarkable with the external x-ray containing a small kink approximately 4 to 6 inches from the exit site. The manufacturer performed a percutaneous lead distal end replacement on (B)(6) 2014.

Manufacturer narrative:
The patient remains on going with the implanted device and was discharged home without any issues and no further problems have been reported. A portion of the percutaneous lead that was removed during the repair was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.